Event description:
It was reported that high pacing impedance was observed on the left ventricular (lv) lead. During revision, it was confirmed that the lv lead was damaged. The lv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.